Event description:
It was reported that, during a coronary drug eluting stenting treatment procedure, a stent fracture occurred. According to the customer, "stent broke in two pieces. Predilated at 9 atm with maverick 2.5 x 20, and crossed with a taxus 2.5 x 12." It was further reported that, the lesion location was the left anterior descending (lad). The vessel was moderately tortuous, and the lesion had mild calcification. The physician attempted to deliver a 2.75 x 20 mm taxus express2 stent, but was unable to cross the lesion. Upon removing the stent, the physician noted that the stent was fractured. The pt condition is reported as "stable/discharged" with no pt complications associated with the event. Further info was requested from the facility, but was not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.